Event description:
Self-monitoring blood glucose meter unable to average.(model emv)

Manufacturer narrative:
Customer complainted that the meter has a not average problem. Manufacturing records will be reviewed right after receiving the serial number and other device information. The device is not returned yet. Relevant investigation will be initiated after receiving those information.